Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the image was upside down. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and found error 23003 on axis 4 for the endoscope. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. As the customer was calling in, they were able to get the endoscope corrected to not be upside down. The intuitive surgical, inc. (Isi) technical service engineer (tse) informed the isi clinical sales representative (csr) on how to get the endoscope orientation correct the next time it happens. The tse recommended to replace the endoscope if they had any additional endoscope errors. The tse also suggested to manually test the endoscope bearings. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue appeared to be a user error and was quickly resolved without significant delay or any injury to the patient. The issue was addressed with the help of isi technical support providing troubleshooting assistance.